Manufacturer narrative:
Initial reporter's phone number (B)(6).

Event description:
The customer reported that "a message is displayed about a speaker operation problem on the x2". No death or patient /user injury or harm was reported. The device was not in use for monitoring at the time of the alleged malfunction.